Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Examination of the returned units from the same lot could not replicate the event. The devices functioned as intended. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that a patient underwent a bankart procedure on (B)(6), 2011. During the procedure utilizing a cannula, the seal fell into the patient and had to be retrieved using forceps. This happened with two cannulas from the same lot number.